Manufacturer narrative:
D334drg ICD, implanted: (B)(6) 2012; 6721s-50 lead, implanted: (B)(6) 2004; 6937-35 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the replacement procedure for the atrial lead, an insulation break/fractured insulation was noted on the right ventricular (rv) lead. The rv lead was therefore also explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Lead fracture was also noted.

Manufacturer narrative:
The proximal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
An unidentified lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up was attempted with the user facility to identify the lead, with no success. No patient complications have been reported as a result of this event.